Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, medwatch #2024168-2017-00941.

Event description:
It was reported that an arteriotomy closure was attempted using a starclose se device after an angioplasty procedure. Reportedly, the starclose se sheath failed to split completely. The method used to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath. Reportedly, resistance was felt during advancement of the thumb advancer as the sheath material seemed stiff. The clip of the starclose se device was deployed; however, it remained on the distal tip of the device. A small amount of resistance was felt when removing the starclose se device; normal force was applied to remove the device. Manual arterial compression was applied to achieve hemostasis. The physician is reportedly trained in the use of the starclose se device. There was no reported adverse patient sequela. No additional information was provided.